Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an intermittent out of range signal. Transmitter and receiver were out of range and were not in line of sight.